Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the meter and test strips provided incorrect blood glucose readings. The patient's mother reported that the meter showed a normal blood glucose value (specific value not reported). Suspecting an incorrect reading, she decided to re-test with a pharmacy's meter. Within 15 minutes, the following results were obtained: 110 mg/dl (patient's meter) and 390 mg/dl (unknown pharmacy's meter). The patient exhibited symptoms of dehydration, excessive thirst, vomiting, and tiredness. The patient was immediately hospitalized and admitted to the intensive care unit for 10 days until blood glucose levels were normalized and the symptoms improved. During the hospitalization, the patient was treated with saline and insulin.